Manufacturer narrative:
Additional information (13-jan-2026): siemens healthcare diagnostics concluded the investigation of the event. Siemens evaluated the information provided by the customer and the available instrument data. Quality control (qc) was within the customer¿s acceptable ranges. The cause of the event is unknown. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00296 was filed on 20-nov-2025.

Event description:
The customer reported to siemens they obtained an erroneously elevated inorganic phosphorus (ip) result on one (1) patient sample on an atellica ch 930 analyzer. The erroneously elevated result was not reported to the physician. The same sample was reprocessed on the original atellica ch 930 analyzer. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated inorganic phosphorus (ip) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated inorganic phosphorus (ip) patient sample result was obtained on an atellica ch 930 analyzer. Siemens is investigating the event.